Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, no abnormalities were found. Per functional testing, water was leaking from the bottom of the tank. The complaint was confirmed. The root cause was deterioration due to exceeding the product lifespan. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The product has significantly exceeded its useful life and has been deemed unrepairable and reported to the customer.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water leaked from the bottom of the tank. No patient involvement was reported.